Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 900mg/dl. The customer experienced nausea and vomiting prior to his admission. The caller stated that the customer has been sick all week and the spouse thought the customer had a stomach virus. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. Then the customer called and stated that after troubleshooting the device it alarmed no delivery, and he requested having a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.